Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the slip joint and the tube of a portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube came off during use of the product. No injury was reported, and the outcome of the event was reported to be full resolution.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used endotracheal tube was received. Visual inspection revealed no discrepancies. Dimensional inspection was performed, and the device was found to be within specification. The reported observation was not confirmed. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.